Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during valve deployment the 26 mm commander delivery system (ds) pusher was not pulled back causing the balloon to rupture radially. The valve was deployed without issue. When retrieving the balloon and pulling it inside of the esheath and then pulling it out as one unit, they discovered there was damage to the common femoral artery. Open surgical repair was needed. Per feedback from the fcs, the lining of the vessel was injured, but there was not a full dissection. The ds was thought to be fully recovered into the esheath but a small part of the balloon remained outside the esheath which caused the damage. The patient was stable and discharged the next day. The devices were discarded and will not be returned.